Event description:
It was reported that the patient with this right atrial (ra) lead experienced pocket erosion. A revision was performed and the pacemaker along with the right ventricular (rv) lead and this right atrial (ra) lead were explanted, and a temporary pacing system was placed. The patient was treated with antibiotics. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5119852 and mw5119853.